Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction happened because the station was in disconnect mode and had a critical override. A technical support specialist executed a powershell command, confirming that ports 5001 and 5002 were open for the app server 'iuhwpyxisdb7652.chp.clarian.org'. They then reassigned the device to the app server 'iuhwpyxisdb7652' and performed a graphical user interface sync, which finished without issues. It was verified that the icon had disappeared. The station uploaded and downloaded successfully. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system displayed a disconnected status and a critical override. The customer reported that there was a delay in dispensing the medication, as they were able to obtain the medication from pharmacy. There were no adverse events or injuries reported based on this incident.